Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The pump alarmed insulin flow blocked during the basic occlusion test and failed the prime, seating test due to problem isolated on the force sensor. Unable to perform the displacement, rewind, basic occlusion, force sensor and occlusion test due to unexpected insulin flow blocked alarm.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked during priming. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.